Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the customer received an occlusion alarm. The customer's blood glucose read "high" on the continuous glucose monitor; an exact value was not provided. The customer addressed bg with a manual injection. The customer continued to use the pump for insulin therapy.